Manufacturer narrative:
Covidien reference: (B)(4). The ventilator was received for evaluation and repair. The service engineer power cycled the system over 20 times without locking or freezing occurring. The system passed the power-on-self-test (post) during all power cycle tests. Although the customer reported malfunction could not be duplicated, the se replaced the single board computer (sbc) printed circuit board assembly (pcba) as a precaution, and upgraded the software to the latest revision. The customer reported malfunction was not verified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that when powering on the ventilator, the screen remained black. There was no patient involvement.